Manufacturer narrative:
(B)(4). The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot number was not provided. Thrombosis and stenosis are listed in the xience prime everolimus eluting coronary stent systems instructions for use as known patient effects of coronary stenting procedures. Based on the case information and related record review, a conclusive cause for the reported patient effects and the relationship to the product, if any, cannot be determined and there is no indication of a product quality issue with respect to manufacture, design or labeling. The 3.0x23 xience xpedition referenced is filed under a separate medwatch report number.

Event description:
Subsequent to the initial 30-day medical device report, the following information was received: on (B)(6) 2013, 75% stenosis was noted at the distal cx, 3.5x15mm xience prime stent at the stents proximal edge. A 3.0x23mm xience xpedition stent was implanted and balloon angioplasty was performed as treatment. On (B)(6) 2015, restenosis of the distal cx was noted in both distal cx (3.5x15mm xience prime and 3.0x23mm xience xpedition) stents. On (B)(6) 2015, the patient was hospitalized. Per imaging, organized tissue such as a blood clot was noted in the distal cx xience xpedition stent. It is unknown if thrombus was in the distal cx xience prime stent. Dilatation was performed using a cutting balloon and a non-abbott stent was implanted as treatment. On (B)(6) 2016, restenosis of the distal cx was again noted. On (B)(6) 2016 the patient was hospitalized and a drug eluting stent was implanted as treatment. On (B)(6) 2016 the event resolved.

Manufacturer narrative:
(B)(4). Date of birth (dob) reported as: (B)(6) 1959. The stent remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2013, a 3.5x15mm xience prime stent was implanted in the distal left circumflex (cx) coronary artery lesion. On (B)(6) 2015, restenosis of the distal cx was noted. Balloon angioplasty was performed with a drug eluting balloon. On (B)(6) 2015, the event resolved. On (B)(6) 2016, restenosis of the distal cx was again noted. An unspecified drug eluting stent was implanted as treatment. On (B)(6) 2016 the event resolved. There was no additional information provided.